Event description:
It was reported that during the use of the cassette, a "no message" alarm went off. No patient injury was reported

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.